Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the center performed a pump exchange on (B)(6) 2013 for suspected pump thrombus. No other details provided.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.